Manufacturer narrative:
As received the shelf box was compressed at the top and at the edge of the bottom. There was also a tear on the shelf box flap. There was also damage noticed on the shipping box which was compressed at the bottom and the sides. There was no damage observed on the annuloplasty ring. Based on the evaluation, the root cause of the damaged shelf box cannot be conclusively determined. It is possible the source that caused the shipping box damage also caused the shelf box damage. The damage likely occurred at some point during the shipping process since the shipping box was also damaged. No visible damage was observed suggesting the sterility barrier had been broken. Based on the available information, no corrective action will be taken as this event does not appear to be manufacturing related. Instructions for use (IFU) state to inspect packaging prior to use of product. There is no associated patient injury. No further actions are being taken.

Event description:
Edwards received information that the packaging and ring were received damaged. No other details provided at this time.

Manufacturer narrative:
It was reported that the device was received with damaged packaging. The device has been returned and the evaluation is currently in progress. A supplemental report will be submitted upon completed of the analysis.